Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl. Customer's high blood glucose began on (B)(6) 2016 and had been off of insulin pump since. Customer reported of having an emergency room visit due to high blood glucose, but does not recall date. Customer had large ketones. It was reported that customer had been experiencing high blood glucose for one year and blood glucose was 580 mg/dl. Customer reported of being hospitalized over six times in 2015, but does not recall dates or specific details of hospitalization. After troubleshooting, customer was advised that tubing clamp would be sent in order to complete high pressure test.

Manufacturer narrative:
The pump passed the delivery accuracy test.